Event description:
Caller reported damage to tandem charging cable, rendering charging supplies non-functional. There was no adverse impact to the customer¿s blood glucose level. A new charging cable was sent to the customer.